Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The image sent by the customer was verified and it was possible observe foreign matter ¿ cutting scrap. To the reported problem is this is an individual occurrence, related to the lateral cutting scrap of the equipment caused by equipment failure - web fixing system not open correctly to scrap removal. The operators will be notified from this complaint. The defect identified from this complaint will be monitored for trend evaluation. Confirmed: bd was able to confirm/ reproduce the incident in question. Samples/ photos analysis: an image was received, and it is possible observe foreign matter¿ cutting residue. DHR review: it was verified the batch record and the manufacturing date for this batch was october 21th, 2017. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection each 2 hours at 1 cycle at packaging machine and inspection system challenge each shift; qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance records that could related to defect were observed. Conclusion: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The image sent by the customer was verified and it was possible observe foreign matter ¿ cutting scrap. To the reported problem is this is an individual occurrence, related to the lateral cutting scrap of the equipment caused by equipment failure - web fixing system not open correctly to scrap removal. The operators will be notified from this complaint. The defect identified from this complaint will be monitored for trend evaluation. It was performed DHR evaluation and no occurrences potentially related to the defect was observed. Based on this evaluation and the process failure analysis the potential causes for the problem is: - this is an individual occurrence, related to the lateral cutting scrap of the equipment caused by equipment failure - web fixing system not open correctly to scrap removal. The operators will be notified from this complaint. The operators will be notified from this complaint; in jan/18 it was performed a (B)(4) to verify action to foreign matter defect. The defect identified from this complaint will be monitored for trend evaluation. Based on the severity and occurrence a CAPA is not required.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had foreign matter (dirt) inside the sealed package. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: confirmed: bd was able to confirm/ reproduce the incident in question. Samples/ photos analysis: samples and photos were received, and it is possible to observe foreign matter ¿ cutting residue. DHR review: it was verified the batch record and the manufacturing date for this batch was october 21th, 2017. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection each 2 hours at 1 cycle at packaging machine and inspection system challenge each shift; qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance records that could related to defect were observed. Conclusion: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe foreign matter ¿ cutting scrap. To the reported problem is this is an individual occurrence, related to the lateral cutting scrap of the equipment caused by equipment failure - web fixing system not open correctly to scrap removal. The operators will be notified from this complaint. The defect identified from this complaint will be monitored for trend evaluation. Investigation conclusion: it was performed DHR evaluation and no occurrences potentially related to the defect was observed. Based on this evaluation and the process failure analysis the potential causes for the problem is: this is an individual occurrence, related to the lateral cutting scrap of the equipment caused by equipment failure - web fixing system not open correctly to scrap removal. The operators will be notified from this complaint. The operators will be notified from this complaint; in jan/18 it was performed a blitz #33 to verify action to foreign matter defect. The defect identified from this complaint will be monitored for trend evaluation.